Manufacturer narrative:
This report is submitted on october 27, 2016 by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. This report is submitted january , 2017.